Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 11.0-11.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. External insulation abrasion was noted at 8.3-9.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. Reliability laboratory technician. (B)(4).

Event description:
This report is to advise of an event observed during analysis.